Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during tightening the center nut of the crosslink stripped. The crosslink was removed and a new crosslink was implanted. No patient complications were reported.